Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-sep-2022. The most recent information was received on 13-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("abdominal swelling") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted (intra-uterine). On unknown dates she experienced abdominal distension (seriousness criterion medically important), sleep disorder ("sleep disorders"), deafness ("hearing loss"), tinnitus ("tinnitus"), oropharyngeal discomfort ("discomfort in the throat"), hyperhidrosis ("excessive perspiration"), feeling hot ("suddenly feeling very hot"), eye pruritus ("itchy eyes"), lacrimation increased ("watery eyes"), diplopia ("double vision"), arthralgia ("joint pain") and flatulence ("flatulence") and was found to have weight increased ("weight gain (20 kg in 12 years)"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to sleep disorder, weight increased, deafness, tinnitus, oropharyngeal discomfort, abdominal distension, hyperhidrosis, feeling hot, eye pruritus, lacrimation increased, diplopia, flatulence or arthralgia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("abdominal swelling") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal distension (seriousness criterion medically important), sleep disorder ("sleep disorders"), deafness ("hearing loss"), tinnitus ("tinnitus"), oropharyngeal discomfort ("discomfort in the throat"), hyperhidrosis ("excessive perspiration"), feeling hot ("suddenly feeling very hot"), eye pruritus ("itchy eyes"), lacrimation increased ("watery eyes"), diplopia ("double vision"), arthralgia ("joint pain") and flatulence ("flatulence") and was found to have weight increased ("weight gain (20 kg in 12 years)"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to sleep disorder, weight increased, deafness, tinnitus, oropharyngeal discomfort, abdominal distension, hyperhidrosis, feeling hot, eye pruritus, lacrimation increased, diplopia, flatulence or arthralgia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.